Event description:
Elderly male patient in relatively good health, but was pacemaker dependent. It was reported to be a challenging lead extraction; 4 leads were reportedly removed: two capped leads, implanted in 2007, and two active leads, implanted in 2015. During extraction of one of the capped leads, the patient's blood pressure dropped, but recovered with no additional intervention, and the procedure was completed. Per report, the patient died after a challenging cied(cardiac implantable electronic device) reimplant, on (B)(6) 2023. The cause of death is unk. Spectranetics is not the manufacturer nor importer of the device{s) used for lead reimplant, manufacturer unk. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).